Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As it was reported by the affiliate via email: during cypher stenting (3.5x33 mm), connected to indeflator, the surgeon performed suction and he observed leakage of air at the connection point. Indeflator was changed, but the same problem occurred. Another stent was implanted, using the same indeflator. (There is no information that the new stent was cypher or another brand).